Manufacturer narrative:
Device evaluation summary: received for analysis was one 7fr launcher guide catheter. There was a detachment on the shaft of the catheter approx. 12cm distal to the strain relief. The detached distal section was loaded into a non-medtronic introducer. Both sides of the detachment site were jagged and uneven, and the wire braiding was exposed. Evidence of excessive torquing on the proximal detached portion and on the distal portion, just distal to the tip of the introducer. The shaft of the catheter was flattened immediately distal to the introducer tip. A torsional kink was noted on the mid-shaft, with blood leaking through, indicating a tear in the material. Device could not be removed proximally from sheath due to flattening of the shaft distal to the tip of the introducer. It was removed by pulling distally. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A 7f launcher guide catheter was used during a procedure. It was reported that the guide catheter separated in the proximal portion of the catheter. The device was inspected before use with no issues noted. Resistance was not noted during delivery. The device was not kinked and re-straightened during use. Both portions of the guide catheter were removed from the patient with no patient injury.